Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level below 40 mg/dl; cause was not known. Reportedly, the customer fell and obtain abrasions on their arms and knees. The customer was treated with intravenous fluids of saline which resolved the issue with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer declined follow-up from tandem technical support regarding the release date, therefore no additional information was obtained.